Event description:
This patient was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The patient is a (B)(6) year old female who presented with an unruptured aneurysm in the right supraclinoid region of the internal carotid artery. The aneurysm was coiled on (B)(6) 2013 and during the coiling procedure, upon advancing the 2nd coil, a portion of the coil became trapped within a small daughter lobe. Continued advancement of the coil resulted in rupture of the daughter lobe. Bleeding was rapidly controlled with inflation of the balloon, insertion of additional coils, reversal of anticoagulation, and blood pressure control. A third cranial nerve palsy developed after procedure likely related to both inflammation from intraprocedural rupture and mass effect from coils. The intraprocedure rupture and the development of the third cranial nerve palsy were reported as serious adverse event which resulted in permanent impairment of a body structure or a body function and required in subject hospitalization or prolongation of existing hospitalization.